Event description:
It was reported via repair work order that the unit is popping out of zoom drive due to worn zoom wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.